Event description:
The instrument broke and a piece may remain in the patient.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not verify or draw any conclusions about the reported instrument breakage without the product to examine. Based on the inability to confirm the reported event or identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.